Event description:
It was reported that patient experienced ineffective therapy after a motor vehicle accident. Reportedly, the l3 lead was fractured, and system diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
High impedance issue was reported to abbott. The lead was replaced to reestablish effective therapy. The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, a single definitive root cause encountered was unable to be conclusively determined